Event description:
The customer reported that the system was getting a precharge voltage error. This will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.